Event description:
Information received indicates, the hi/low function is drifting on the bed.

Manufacturer narrative:
The facilities biomed found the hi/low drive brake was over lubricated. The biomed cleaned the hi/low drive brake to repair the bed.